Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: indentation at the tip of the insertion. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation suggests that an external force was applied to the tip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during pre-inspection, the subject device's tip of the probe was crushed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-inspection, the subject device's tip of the probe was crushed. There were no reports of patient harm.